Manufacturer narrative:
Concomitant medical products: product ID: 74001, lot# n210043, implanted: (B)(6) 2009, product type: adapter. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3487a-45, lot# j0427847v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported there was intermittent and erratic stimulation that occurred about three weeks prior to the report. The patient felt like the stimulation was turning on and off on its own. While the patient did not know what he was doing when he felt the stimulation turn on and off, the change was reported to be related to positional movement. There was a fall that could have been related to this issue as the patient had three blackouts in the past two months and had a fall in february. A CT scan of the cervical area was taken following the fall, but the device was not checked. The CT scan could have been related to the issue. When the patient checked the device with the patient programmer, it showed that the stimulation was on. It was noted the patient usually saw the stimulation was on when he was not feeling stimulation. The patient was using the sync button and not the stimulation on/off buttons when checking the device. The patient was going to follow-up with the healthcare provider.